Event description:
During contrast dye injection procedure using a medrad injector system, the horizontal arm that held the injector head assembly broke and dropped the head assembly from the mount. The mounting and interface cabling kept the injector head from dropping completely to the floor. The user discontinued use of the injector and the patient was not harmed. Biomedical found cracking on similar arm and reported both to manufacturer.